Event description:
The customer reported that while the unit was in use on a pt, the unit began emitting a burning odor. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The co rep replaced the power input connector, rf filter, crt, keyboard panel, rectifier assembly, and two fuses. The unit was tested to factory specification. It functioned normally and was returned to the customer.